Event description:
It was reported that about 2 months ago the patient came to the office referring non-functioning inflatable penile prosthesis that was originally implanted in (B)(6) 2011. Examination of the prosthesis revealed the deformed empty pump with signs of system leakage during manipulation. A revision surgery was requested. Boston scientific has been unable to obtain additional information regarding the circumstances.